Event description:
The dealer reported that the tilt actuator will not come fully to an upright position on the power chair. This issue could cause the user to become stranded in an unwanted tilted position.